Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 1236-2-848, lot 61197201, restoration adm x3 ins 28/48; 6721-0635, lot 58839001, size 6 accolade ii 127 deg; 6570-0-228, lot 60183802, delta v-40 ceramic head 28/+4; 502-03-54e, lot e08vmm, primary tritanium hemi cluster hole cup 54mm; 2030-6535-1, lot 9l7r6d, 6.5 cancellous bone screw 35mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. Rep provided the primary operative report, primary and revision usage, and an x-ray.